Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported although no abnormal impedances were measured prior to wound closure, a high impedance was measured with electrode #9 after the patient returned to the ward. It was further reported that both a connection check and impedance measurement were performed and showed that electrode #9 was unusable. It was unknown whether any external factors had led or contributed to the event. The issue was not resolved at the time of report. There were no surgical interventions planned or performed and the intractable pain patient was alive with no injury at the time of report. There were no complications reported or anticipated.